Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2008. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Rpn and lot# are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information patient code: vessel or plaque, device embedded in (1204), not listed in IFU; device fragments in patient (3165), not listed in IFU. Device code: unintended movement (3026) [device tilt], not listed in IFU; difficult to remove (1528), not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable. Additional information patient code: vessel or plaque, device embedded in (1204), not listed in IFU; device fragments in patient (3165), not listed in IFU. Device code: unintended movement (3026) [device tilt], not listed in IFU; difficult to remove (1528), not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 13apr2018 as follows: pt allegedly received an implant on (B)(6) 2008 via the internal jugular vein as prophylaxis prior to bariatric procedure. Pt alleges tilt and device is unable to be retrieved, filter hook embedded in the ivc wall. Pt further alleges strut of filter lodged in the spine. Attempted retrievals on (B)(6) 2008 and (B)(6) 2008 were unsuccessful.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, unable to retrieve, embedded, organ perforation". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation is reopened due to additional information provided. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
The patient has reportedly expired. Specific details surrounding the patient's expiration are currently unknown, however, there is no reported allegation of wrongful death at this time.